Event description:
A customer reported that the buttons on their device were unresponsive and would not unlock. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.